Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, a nurse in ward 7 discovered a leak while connecting a new, transparent, needleless connector to a patient's infusion. Upon inspection, the connector was found to be cracked and unusable. The connector was immediately replaced with a new, transparent, needleless connector, which functioned normally without causing any harm to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.